Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, bone resorption, peri-implantitis, bleeding, inflammation. Patient waited over 1 year to begin restorative work. Food impaction was noted around implants. (B)(6) are the same patient.